Manufacturer narrative:
(B)(4). D10: cr vivacit-e 36mm brng std, cat #: 110031424, lot #: 66259501. G3: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient was revised approximately 3 weeks post implantation due to dislocation. The humeral tray and bearing were replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed annex g code: mechanical (g04) - head. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: two views right shoulder demonstrate a reverse total shoulder arthroplasty without definite dislocation. Significant radiolucency in between the glenosphere and the glenoid as well as the humeral tray and the proximal humerus. A definitive root cause cannot be determined. The reported event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.